Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. I did speak to a staff member who was present during the procedure. He described that after assembly and testing, the (B)(4) was set aside. While it laid untouched, a message popped up on the gen11 that ¿only 1 use remained¿. The message was cleared by the circulating nurse. A couple minutes later, the same message re-appeared while the (B)(4) remained unused and untouched. It was at that time that it was removed from the field, and all components were replaced to complete the procedure.

Manufacturer narrative:
(B)(4). Batch #ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The following information was requested, but unavailable: how was it determined that the device was activating without the energy button being pressed? Was the generator making the activation sound?

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device began activating without being touched. Once the connections were checked, the same issue happened again. The device was removed from the surgical field. Another like device was used to complete the procedure. There were no adverse consequences for the patient.